Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-08273. It was reported that the patient present for in-clinic follow up with recorded episodes of non-sustained right ventricular over-sensing stored on the implantable cardioverter defibrillator. The episode were attributed to myopotential over-sensing exhibited by the right ventricular lead. Programming interventions were made. The patient was stable.